Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. Unable to confirm the alarm. The device was received with cracked case at the display window corners, reservoir tube lip and battery tube threads, and scratched screen.

Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.